Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter kit, verification of sterilization, and packaging for subject catheter kit was performed. The review did not identify any non-conformances, issues or capas associated with catheter kit. Device was revised and revised portion was discarded. It was reported that the discrepancy and decrease in effective pain therapy was likely due to postural restriction of the catheter when the patient was laying flat. Per the instructions for use of the device, catheter occlussions are known possible risks of use of the device. Internal complaint number: (B)(4).

Event description:
Information was received reporting a catheter revision due to postural restriction. It was reported that the patient had a 10ml underinfusion volume discrepancy. It was also reported that a catheter dye study was performed and it was successful sometime before the revision surgery. At the beginning of the revision prior to catheter revision, another attempt to do a dye study was performed. Physician stated it aspirated with ease but was hard to flush. Old catheter was removed and discarded, and the new catheter with tip was placed and tip was placed at a higher level. Pump pocket was not accessed at all. As stated, the restriction was postural, possibly when patient is laying flat considering that was when it was difficult to flush. The patient did report a decrease in pain relief therapy.